Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive issue on (B)(6) 2026, as the tape did not adhere properly and came off, with the cause remaining unknown. No further information available.